Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyschezia ("passing stool was painful") and tachycardia ("tachcardia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dyschezia and tachycardia outcome was unknown. The reporter considered dyschezia, medical device removal and tachycardia to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media :dyschezia, medical device removal and tachycardia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Event tachycardia added. Reporter added. Fup 1, 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyschezia ("passing stool was painful") and tachycardia ("tachcardia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dyschezia and tachycardia outcome was unknown. The reporter considered dyschezia, medical device removal and tachycardia to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media :dyschezia, medical device removal and tachycardia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyschezia ("passing stool was painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and dyschezia outcome was unknown. The reporter considered dyschezia and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: dyschezia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.